Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the lead was pulled back. The physician believed the patient anatomy played a part in the lead not being able to stay secured. The lead was not implanted and was successfully replaced. The patient was doing well and will continue to be monitored.